Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported nine days post implant, that the right atrial (ra) lead was not in the correct cardiac position, nor connected to the heart, post a difficult implant procedure due to patient anatomy. It was also reported that the right ventricular (rv) lead was not connected ot the heart. Revision of the ra and rv leads has been scheduled. No patient complications have been reported as a result of this event.